Manufacturer narrative:
A ge service representative performed an on site investigation. A printer circuit board along with the generator circuit board were replaced. Also, the remote utility suite files were reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to produce fluoroscopy following release of the button. No report of pt or staff injury.